Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber tip fell off. The procedure was completed with another fiber without patient complications.